Event description:
Patient reports having pump issues, that infusion went from 1 and 1/2 hours to 4 hours. Patient tried different needle sets but patient is requesting an automatic pump. Patient also reports that medication has not been helping him. He has noticed a difference, but his sinus infections don't feel any better and he himself doesn't feel any different. No further information provided. Unknown if pt missed a dose or experienced any adverse events due to product issue. Unknown if available for return. Unknown if md aware. No further information provided. No lot number available for freedom pump. Total hizentra dose: 15gm (75ml) under the skin every week. Indications: nonfamilial hypogammaglobulinemia; common variable immunodeficiency, unspecified. Reported to (B)(6) by pt/caregiver.